Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 30cm distal to the is-1 connector pin the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported decreasing impedance. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to decreased impedance approximately 7 months after the implantation. During the explant procedure, insulation damage was observed.